Event description:
As reported by edwards implant patient registry (ipr), approximately 1 year 5 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve inside a surgical valve, the patient's valve was explanted and a new surgical valve was implanted. The cause of the explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records. The following sections of this report have been corrected/updated: b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code) and h10 (provide narrative/data). Additional information was received via medical records revealing the patient presented with shortness of breath (sob). Subsequently, the patient was found to have severe recurrent aortic stenosis with a high gradient across the valve. The aortic valve vmax was 326.2 cm/s and the aortic valve mean gradient was 23 mmhg. Approximately 1 year 5 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve inside a surgical valve, the patient underwent a surgical aortic valve replacement (savr) procedure in which a surgical valve was implanted and the sapien 3 ultra valve was explanted. It was noted during the explant of the valve that the annulus was dense and, in some cases, looked like vegetations. It was also noted after the explant of the valve and while attempting to cut all the sutures to remove the pre-existing surgical pericardial valve, the sutures were loose and came out without the need of being cut. There was suspicion for the presence of an infection. The annulus was widely debrided. Samples were sent for cultures. It is unknown at this time if there was an infection. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). Additional information was received via additional medical records which revealed the explanted sapien 3 ultra valve that was sent for culture testing had no presence of infectious bacteria. The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. However, medical records were provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, valve stenosis and device explant are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Additionally, it warns that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve stenosis was confirmed based on the medical records. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity, it could be an indication for valve replacement or medical intervention. As reported, "approximately 1 year 5 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve inside a surgical valve, the patient's valve was explanted and a new surgical valve was implanted." Per the medical records, the patient had a history of thyroid disease. There is an association between thyroid function and valvular sclerosis. Aortic valve sclerosis can raise the calcium level in the bloodstream which can also accelerate the valve calcification resulting in valve degeneration/stenosis. In this case, available information suggests that patient factors (thyroid disease) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.